Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis and the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or cycler set leak or defect reported for this event. The pdrn stated the patient fell belly down onto a bucket which is attributed to the klebsiella pneumoniae peritonitis. This organism is normally found in human stool and intestines. All pd patients are at risk for peritonitis due to a compromised immune system. The patient was re-educated on proper pd procedure. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was hospitalized for peritonitis. Upon follow up, the peritoneal dialysis nurse (pdrn) stated that the patient fell on (B)(6) 2019 and landed belly down onto a bucket. The patient began experiencing abdominal pain on (B)(6) 2019 but did not report this to the pdrn until (B)(6) 2019, the patient pain, cloudy pd effluent and fibrin. The patient was instructed to take a dose of intraperitoneal (ip) vancomycin 1g and ip gentamycin (dose unknown. The patient was seen in the pd clinic on (B)(6) 2019 where pd effluent cultures were obtained. The culture resulted positive for klebsiella pneumoniae with a white cell count of 6,565 (unknown units). The patient continued ip vancomycin (dose unknown) until the culture results were returned when they were switched to ip ancef with an end date of (B)(6) 2019 (dose and frequency unknown). The patient was not hospitalized for the event. On (B)(6) 2019 a new culture draw was negative for growth after 5 days and had negative elevated white cell count (39 unknown units). The peritonitis event was considered clear on (B)(6) 2019. The patient continued pd therapy with the liberty select cycler and cycler set during recovery. The cause of the peritonitis was attributed to the patient fall onto the bucket. The patient was re-educated on process and procedure of pd therapy.